Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, with no alerts received on the pump after entering the pairing code, and the issue was addressed by toggling cgm settings between g7 and g6 and re-entering the sensor code, after which the pump entered pairing mode and blood glucose readings appeared. Symptoms included no clinical symptoms. Outcomes included no impact to health and no hospitalization. Investigation included troubleshooting and user education on pairing steps and the warmup period. Investigation of this case revealed a successful resolution after reinitiating pairing and confirming correct cgm configuration, indicating that the event was consistent with transient cgm-to-ilet connectivity behavior that resolved through standard pairing steps.